Manufacturer narrative:
(B)(4). The exact occurence date is unknown. The reported condition was confirmed during device evaluation. The main battery was found to be damaged. The battery was replaced to resolve the reported condition. If additional relevant information is received, a follow-up will be submitted.

Event description:
It was reported that a flogard infusion pump experienced a low battery alarm. There was no report of patient involvement. No additional information is available at this time.